Event description:
It was reported that there was a 'product performance issue'. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.